Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire caused a dissection when exiting the arterial sheath tip. The physician completed the procedure and an additional stent was placed to address the dissection.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute 014 guidewire caused a dissection when exiting the arterial sheath tip. The physician completed the procedure and an additional stent was placed to address the dissection.